Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer) and b. Braun medical inc. (The importer). The report has been identified as b. Braun medical internal report# (B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.

Event description:
As reported by the facility: event 2. The customer reported several instances where the pump has been returned by the nurses with undelivered medication. The report that they are filling them with 240ml of meds and a significant amount of medication remaining (approx. 60 ml). No patient injury.

Manufacturer narrative:
Exemption number e2011009. Event 2: b. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. No sample was returned for evaluation ; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. Device history record (DHR): review of the device history records was performed and no non conformances or deviations were noted in process and final inspection.